Event description:
Customer reported the rhythm was hard to see on the display. No reported pt involvement. Service rep duplicated reported condition. Device was repaired & proper operation confirmed.